Event description:
Customer reported that after a chemo infusion had been prepared, the nurse noticed leaking around the filter. The event was noted immediately and only saline exposure occurred. There was no patient involvement and no user harm. Although requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. (Date of event): sometime the week of (B) (6) 2009. The product was requested to be returned for evaluation. It has not been received. A follow up report will be submitted if the set is received.